Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The customer observed discrepancies between the blood glucose reading and the sensor glucose reading as well. She stated that, on the day prior, her blood glucose reading was 560 mg/dl. She complained of a headache as a symptom of high blood glucose. She also stated that the sensor glucose was fluctuating quickly between 400 to 40 mg/dl. She reported that she had bent sensor cannulas in the past. Upon troubleshooting, the insulin pump was found to be working as designed. No recent events leading up to the high and low blood glucose issue were noted. She called again 5 hours later, stating that her blood glucose had risen from 162 to 373 mg/dl, and she was no longer able to bolus. More than 6 units of insulin were still active, so she was advised to check her blood glucose again in 45 minutes to an hour and to treat accordingly. Nothing further reported.